Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that cytarabine 175mg, bag # 6, was started (B)(6) 2017 at 1944 to infuse over 24 hours but the bag finished (B)(6) 2017 at 1642. The patient was stable and asymptomatic for any toxicity. The physician explained the event to the patient and his wife. The equipment was removed and a new pump used for the following infusion. The facility biomed performed rate accuracy testing and the device was operating within the allowed tolerance. Biomed found no abnormalities in the device logs.